Event description:
A physician attempted to use a graftmaster stent to seal a free perforation. The stent was unable to cross the area of the perforation and after several attempts, the stent became dislodged from the delivery device. The physician was able to crush the stent within the first obtuse marginal after migration form the ostium vessel. The obtuse marginal was coiled off.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.